Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800, and identified the failure mode as a defective mixing motor. The fse replaced the mixing motor to resolve the issue. Patient information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4)..

Event description:
The beckman field service engineer (fse) reported the customer's dxc 800 analyzer generated low creatinine (crem) patient results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.